Event description:
Report received of air entering the syringe of a monitoring kit. Reportedly, during set up, air was noted entering the set when contrast media was drawn into the syringe. It was also noted that the rotator connection at the top of the syringe was loose. The air was removed prior to patient use. There were no reported adverse patient effects and no medical interventions were required. Though requested, no additional information was received.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The reporter was contacted and information on reprocessing of the device was requested. This report represents all the information known by the reporter upon query by hospira personnel.